Manufacturer narrative:
The unit passed the displacement test and the self-test. The unit was received with high idle current due to an open lcd driver on the lcd board. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, and a stained end cap sticker.

Event description:
The customer called in to report that she was using too many batteries and received a low battery alarm. The customer's blood glucose level was 6.8 mmol/l. The customer requested a replacement insulin pump. The customer continued to use the current device until the replacement arrived.